Event description:
It was reported that lead was dislodged, possibly due to the patient's twiddler's syndrome. There was loss of capture and oversensing issues reported. Lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. The defibrillation conductor was distorted, all insulators were breached cut and the tip seal was observed out of position. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood in/on the helix mechanism and sleeve head. There was apparent explant damage.